Manufacturer narrative:
(B)(6). Upon investigation of the actual device used in this incident, it was determined that the tower doors 2 and 3 were clicking and failing. A field service engineer (fse) replaced the latches on both doors, and diagnostic testing showed all functions were good. The fse also confirmed that the customer was able to access medications in both compartments without any issues and everything tested good. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 3 failed continuously. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.